Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 748940, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 748940, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3998, lot# j0455489v, implanted: (B)(6) 2005, product type: lead.

Event description:
The consumer reported that the wire loosened and the patient was shocked. There was a report from the patient and manufacturer representative (rep) that the entire system was removed in 2006. Relevant medical history includes postlaminectomy pain.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.